Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Litigation papers allege that the patient has suffered pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumors, bursitis, and bone erosion. Update the patient's right hip was revised on (B)(6) 2013 to address pain/discomfort. Update in addition to what were previously alleged, ppf alleges elevated metal ions. Doi: (B)(6) 2005 - dor: b)(6) 2013 (right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.